Manufacturer narrative:
E1) establishment name: (B)(6) hospital, japan workers' health and safety organization (noting due to character limit). The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found coming out of the nozzle, other evaluation findings are as follows: the adhesive on the bending section cover had a crack, and white clouded area; the water removal ability did not meet the standard value due to clogging of the nozzle; and there were scratches on switch#2, the image guide protector, the universal cord, and the connecting tube. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope's water supply was clogged during an unspecified diagnostic procedure. The procedure was completed with the reported device, and there was no report of patient harm. The device was returned, evaluated, and a foreign material came out of the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): inspection method is described in the operation manual gif-ez1500 chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif-ez1500 chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.